Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the 578sd trocar blade did not retract (obturator used twice and both times did not retract). Another instrument was used to complete the case. There was no consequence to the pt.